Event description:
Total knee arthroplasty performed in 2002, with revision surgery 5 weeks later to repair failed extensor mechanism. Deep space infection developed and all components were removed 3 weeks later.